Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests.

Event description:
Customer reported via phone call high blood glucose and blood at site. Customer's blood glucose level was 407 mg/dl. Troubleshooting for high blood glucose was performed. Customer believed the insulin pump did not properly deliver insulin. Customer treated themselves with a manual injection based on their healthcare provider's instructions. Customer experienced headaches and nausea. Customer advised there were two small bubbles close to the insertion piece. Customer advised they had blood at their site and that they would use the insulin cold right out of the refrigerator. Customer was advised to avoid bubbles they must wait for the insulin to reach room temperature. Customer was advised to change out their entire set, reservoir, insulin and treat themselves per healthcare provider's instructions.